Manufacturer narrative:
H6-clinical signs 4581: significant reduction of irido-corneal angles. H6-device code 1494: off-label use (over 45yrs of age at date of implant). H6-investigation type 4110: lens work order search. No similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vich 13.2 implantable collamer lens of +2.75 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault with significant reduction of irido-corneal angles was observed. On (B)(6) 2023, the lens was explanted and the problem was resolved.

Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial dry with residue/debris on product. Product device returned stuck with sticky tape on piece of paper. Visual inspection found haptic broken and sticky tape. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6- medical device problem code: "1494- off label use (pre existing: keratoconus)" should be added. Claim# (B)(4).